Event description:
It was reported that the insulin pump alarmed an error during the fill tubing procedure. The blood glucose reading was 318 mg/dl. No significant events leading to the alarm were observed other than the device possibly being exposed to moisture; however, this occurred a while back. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during basic occlusion test and the device was unable to prime at 4.0 lbs during prime test due to faulty force sensor. The unit had cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.